Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl, cause was unknown. Customer consumed carbohydrates to address bg. No additional information was provided and the customer declined troubleshooting with tandem technical support.